Event description:
Info received indicates the beds hi/low function is drifting down.

Manufacturer narrative:
The hill-rom technician found the hi/low drive brake was dirty, causing the hi/low to drift. The technician cleaned the drive brake to repair the bed.